Event description:
The screw head broke off the shaft while the surgeon was inserting. The surgeon left the remaining part of the screw in the pt. The appropriate blade was used with the screw.

Manufacturer narrative:
The investigation shows that the screw broke as a result of too high torsional and bending forces (whereas the torsional forces prevailed) in forced rupture mode during the insertion. Indications for material or mfg related problems were not found in this investigation. Based on statistical evaluation also no indication was found for any device related event.